Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an unusual issue. The reporter alleged unspecified alarms; the reporter was unsure what the alarms were and stated that the pump would stop working. No further information was available. Attempts to reach the reporter for further details and clarification were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation of the device not working per specifications.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings:a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. No activity outside of normal use was recorded. A test battery cap was used for testing. The rewind, load, and prime steps were performed successfully. No alarms occurred during investigation. The pump cover was removed to find no intermittent conditions to the printed circuit board. The call service alarm issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.